Event description:
While performing forceps biopsy a noise was heard, instrument removed and inspected, revealing broken biting mechanism. Wires holding jaws together (normal on bottom) broke, allowing the jaws to pivot (top forceps), increasing the size approximately 3-4x and exposing sharp edges.